Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4) at this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays xdcr fault (transducer fault). The customer performed transducer calibrations, but the issue was not resolved. The customer reported the exhalation flow transducer failed. The issue was found during testing and the customer reported no patient involvement associated with the event.

Manufacturer narrative:
\ Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly(pcba) for investigation. An investigation was performed and the reported issue was unable to be duplicated as testing revealed the unit was within specifications. However, it was reported the reoccurrence of the failure was likely due to a drifting transducer. This issue will be internally investigated within carefusion.